Manufacturer narrative:
(B)(4) date sent to the FDA: 06/09/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic repair of perineal hernia procedure on unknown date and mesh was implanted. During the procedure, the mesh was tacked to the promontory or sacrum and sutured to the pelvic sidewalls and the anterior peritoneum. Four weeks following the procedure, the patient experienced recurrence and had a rupture in the center of the mesh. The patient underwent a second laparoscopic repair and only very limited adhesion to the mesh was noted. Another like mesh was sutured to the previous mesh with a running suture. At four-month follow-up there were no signs of recurrence. No further information is available.